Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was a piece of reload adapter stuck in the distal end of the signia adapter, the blue unload switch was fully depressed, the articulation trilobe was pushed into the proximal end of the adapter and the proximal adapter assembly was slightly separated from the rest of the handle housing. Functional testing noted that the blue unload switch could not be depressed further and would not return to its home position. The adapter was connected to the gen2 adapter black box running gen2 acc software. The adapter had 21 of 50 procedures remaining. The main screen indicated the strain gauge was still functional and in the appropriate range. The articulation mechanism was centered with a manual retract tool. The section of reload adapter was removed from the distal end of the adapter. A reload could then be loaded and unloaded without issues. The adapter was successfully fired on the a1 test fixture and yielded a firing force. It was reported that the jaws of the device remain closed on tissue. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the adapter's articulation mechanism was not in its home position. The product analysis noted evidence that the device was not used as inte nded. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Re-attempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: sigtrsb60axt 60mm xtr thk reinforced rel (lot#:n2e0439y); unknown stapling device (lot#:unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while at the first cartridge, there was a poor staple formation, and the staple line was incomplete proximally, but it was impossible to open the cartridge when fixing the staple line. Jaws of the device was locked on tissue, and the surgeon removed that piece of stomach with the locked cartridge. The cartridge broke off into the adaptor, and the cartridge was blocked, without possibility to open it. To remove the gastric piece with blocked cartridge, the surgeon did another gastric resection with the risk to reduce too much the stomach. The surgical time was extended for 60 minutes, there was an unanticipated tissue loss, and tissue was damaged as a result of this problem.

Manufacturer narrative:
Additional information: d1, d4, d9, d10, g3, g4 (510k), h3, h5, h6, h8 d10 concomitant product/s: sigphandle sig power sigphandle handle serial #:unk sigpshell sig power sigpshell control shell lot #:unk. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b2, b5, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while at the first cartridge, there was a poor staple formation, and the staple line was incomplete proximally, but it was impossible to open the cartridge when fixing the staple line. Jaws of the device was locked on tissue, and the surgeon removed that piece of stomach with the locked cartridge. The cartridge broke off into the adaptor, and the cartridge was blocked, without possibility to open it. To remove the gastric piece with blocked cartridge, the surgeon did another gastric resection with the risk to reduce too much the stomach. The surgical time was extended for 60 minutes, there was an unanticipated tissue loss, and tissue was damaged as a result of this problem. Patient hospitalization was also extended for two days.